Manufacturer narrative:
Patient weight is unknown. Additional product codes for this report include: gff, gfa, and hsz. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown surgical procedure on (B)(6) 2005. During that procedure, a 2.5mm drill bit broke and left behind a fragment that was retained in the patient. It is unknown if any attempts involving additional medical intervention were made in order to retrieve the piece or if the surgeon decided to leave the piece in situ. On (B)(6) 2016, an inquiry was made by the facility regarding the composition of the device as the patient's new job requires exposure to magnetic resonance. No additional information is available. This report is 1 of 1 for (B)(4).